Event description:
A surgeon reported finding "vacuolization" changes in intraocular lenses (iol) over the past year. The number of patients involved is at least two. The surgeon stated he felt the patients' vision was affected. How the patients' vision has been affected was not provided. Additional info was requested. This is one of two medwatch reports being filed for this report. 1119421-2008-00348 - patient #1. 1119421-2008-00349 - patient #2.

Manufacturer narrative:
Reporting of this complaint is based on the establishment of a new two year rule as of december 14, 2006 regarding a previously filed MDR. Due to the establishment of this two year rule, a retrospective review of all similar complaints was conducted. This MDR filing is a result of that retrospective review. Eval summary: the complaint device associated with this report was not received for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.